Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered and a dissection occurred. The target lesion was located in the mildly calcified, 85% stenosed right coronary artery (rca). The lesion was not pre-dilated. The physician deployed a taxus express2 8.8% 3.5 x 24 mm drug eluting stent in the rca. The balloon was deflated without complication, but the balloon could not be removed. The physician attempted to pull, inflate, deflate, went negative, went neutral, inflated, deflated, wiggled, and deep seated the guide and yanked the balloon out. At this time, there was a proximal edge dissection. The physician treated the dissection with a taxus express2 3.5 x 20 mm stent. This balloon was difficult to remove as well. The physician attempted the same maneuvers and was able to remove the balloon without further complications. The pt's condition is reported as good. Same case as 6000093-2004-00355.